Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed battery run test at 61 minutes of the 135 minute run test. There was no patient involvement

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (name: (B)(6). A getinge field service engineer (fse) confirmed and stated the device failed the battery run test at 61 minutes of the 135 minute test. In order to resolve issue fse replaced batteries. Full pm, safety, calibration, and functionality checks were done and passed factory specifications. Device was functioning in accordance with factory specifications and is cleared for clinical use.